Manufacturer narrative:
B5; additional information received: no hospitalization was required. The outcome of the acute renal injury is unknown. The site assessed the renal injury as not related to an underlying condition or disease. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5;additional information received; the outcome of the acute renal injury is recovering/ resolving. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: product ID: etlw1616c146e, serial/lot #: (B)(6), ubd: 07-feb-2026, UDI#: (B)(4); product ID: etlw1610c93e, serial/lot #: (B)(6), ubd: 02-nov-2025, and UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant iis stent graft system was implanted during the endovascular treatment of a aaa. It was reported approx. 45 days post index procedure that the patient suffered an acute renal injury. It was noted that there was a decrease in the patients gfr from baseline and discharge vitals. There was no injury to the patient and no medical intervention was required. The site assessed the event as possibly related to the index procedure, not related to the device and possibly related to an underlying condition/ disease. The sponsor assessed the event as possibly related to the index procedure and not related to the device or an underlying condition/ disease. No additional clinical sequalae were provided and the patient will be monitored.